Event description:
The facility's biomed reported an infusion pump with a 808:08 failure code. The hosp rep stated they have no records of any pt incident involving the pump since the last baxter service event. Info was requested regarding the date this report occurred, the medication involved, pump progrmming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.